Manufacturer narrative:
(B)(4). The device was repaired on-site by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be the damaged battery. To correct the condition, the main batteries were replaced. If any additional information is received, a follow-up MDR will be sent.

Manufacturer narrative:
(B)(4). The device is currently being evaluated on-site at the customer facility by a baxter (B)(4). A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During evaluation by baxter personnel, a colleague infusion pump was found with an issue involving two (B)(4) main batteries. There was no patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.